Event description:
This report was received from a woman who underwent cataract extraction of right eye with implantation of a model ub-120 one piece intraocular lens. Since having the implant, she has had a gross distortion of her vision described as constant glare and reflection, seeing double, she can see a reflection of the veins in the back of her eye, and it is like a "constant strobe light". She called co to ask if there might be a problem with the lens that was imaplnted. She is able to correct her vision by holding her finger up and away from her eye. She said that she had reported these symptoms to her ophthalmologist who told her "that she would have to live with it". Add'l info and comments are being sought from ophthalmologist. She indicated that with her vision distortion, she cannot pass her driving test and glasses do not help her.